Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a routine device replacement and atrial lead revision. The patient had a history of atrial lead noise since 2016, and upon review of the patient's electrograms, noise was found on inappropriate automatic mode switch episodes. The atrial lead was explanted and replaced. The patient was asymptomatic throughout.